Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a no delivery alert on her insulin pump. She went to the emergency room with blood glucose of 592 mg/dl. Customer indicated that prior to emergency room visit, she had been having high blood glucose for a few days. Troubleshooting found that the customer's pump passed all high blood glucose testing parameters. Customer indicated that per her doctor, the basal rate settings were changed. Customer was advised to follow up with her doctor's instruction. Troubleshooting indicated that the device was performing as designed and customer declined to send pump for analysis.